Manufacturer narrative:
Related mfrs (same patient with three reported cassette issues): 3012307300-2019-04247, 3012307300-2019-04249.

Event description:
Information was received that a smiths medical cadd cassette reservoir - flow stop was in use with a homecare patient. The patient's mother reported the solution leaks outside of the bag into the cassette and reported there were "three bad cassettes so far". It was also noted that there was not a report of a "lapse in therapy" for the patient. No adverse patient effects were reported.